Manufacturer narrative:
(B)(4). The contact¿s phone number and complete address was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the gear jammed and was moving heavy. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the battery handpiece device was faulty. During the pre-repair diagnostics assessment, it was determined that the gear seized, blocked and was running rough. It was further determined that the device failed for check of free moving, check falling out protection (steal ring), check function of all modes, and for check response of on/off trigger. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.